Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call moisture damage, blank display, keypad anomaly, vibrate anomaly and cosmetic damage on the insulin pump. Troubleshooting was performed. Customer advised the insulin pump fell into the swimming pool, vibrated and the display screen went blank. Customer advised the keypad was unresponsive and cracked. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up with blank white display and audio anomaly due to corroded electronic assemblies. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Insulin pump received with cracked case (battery tube) and cracked case-corner of belt clip rails.